Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that the patient had an MRI of their knee yesterday. They had an MRI last year of the other knee with no issues, however yesterday during the scan, they began to feel strong paresthesia in their left buttock, near the cleft. Usually their paresthesia from the stimulator is vaginal. The scan was stopped and a check x-ray was taken. Rep will see the patient wednesday, (B)(6). Additional information was received from a manufacturer representative (rep) on 2026-mar-17. The rep reported that they saw the patient today in clinic and noted that it seems that the strong stimulation did not occur during the MRI scan but rather afterwards when they turned the stimulator back on. When the rep interrogated the device they found that the stimulator was off (as they advised the patient to do if it remained uncomfortable). The current program was program 4 which had been on 2.9v according to the patient. When the rep screened the lead they found that program 4 only required 1.5 v for patient to feel paresthesia (which was in the left buttock).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.